Manufacturer narrative:
Results stent deformation, calcified and tortuous lesion with 90% stenosis. Conclusions calcified and tortuous lesion with 90% stenosis, stent deformation. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a calcified and tortuous lesion with 90% stenosis. It was reported that the device was prepped prior to use as per IFU with no issues noted . The lesion was pre-dilated but the device failed to cross the lesion. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 29th distal segment was deformed. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.